Manufacturer narrative:
The investigation of automated impella controller (aic) purge issue ¿ other has been completed. The reported issue was confirmed in the logs. There were numerous instances of the console continuously priming device analysis: the reported issue could not be reproduced in the lab. While testing, the aic primed normally after multiple attempts to reproduce the issue. Conclusion: suspected to be a use related issue. Purge cassette was likely inserted but not flush with the purge assembly. This causes intermittent detection of the purge cassette which leads to constant priming of the purge because the console keeps thinking that a new purge cassette was inserted. D9 date device returned to manufacturer added. D2 common device name revised on manufacturer device report 1220648-2024-12696 in accordance with updated procedures. D6a should have been left blank on manufacturer device report 1220648-2024-12696 g1 reporting contact email revised on manufacturer device report 1220648-2024-12696 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-12696.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 57-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported the associated automated impella controller (aic) continued to prime the pump during the priming of the purge cassette - the blue progress bar never appeared, but fluid continued to exit. The 5.5 continued to operate without a replacement cassette, but medical staff exchanged the aic regardless, with success. No patient harm has been reported, and the patient remains on impella support.